Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an intermittent power issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 360 mg/dl with nausea and moderate level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump. Review of alarm history indicated that there was replace battery alarm and the pump powered on appropriately. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemia due to a use error in that the replace battery alarm was not addressed properly.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was verified in the black box but not duplicated in the evaluation. Review of black box data found record of power on reset on the date of the complaint and deliveries were resumed almost seven hours later. The total daily deliveries added up correctly and reflected user¿s programmed basal setting. Battery compartment and battery cap were intact. Battery cap contact measurements were within specifications. Using the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump delivery accuracy was within specifications. Removal of pump casing did not find any evidence of moisture intrusion inside the pump or any damages to the power circuit.